Manufacturer narrative:
E: (b)6) hospital. Reporter/institution phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that after the implementation of a field service correction, screen shows auxiliary power failure. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse performed repair per philips healthcare instructions; device returned to service. Investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Per ongoing field correction, to address the loss of function without alarm, this fco deploys the technical solution that replaces the power management board (pm pcba) in all v60/v60 plus ventilators. Per gfe response by the fse, it was confirmed that the pm pcba board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.